Event description:
The customer reported the generation of erroneously low sodium (na) patient results on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer. The fse inspected the instrument and determined the buffer syringe was defective. The fse replaced the buffer syringe to resolve the issue. The fse performed verification tests without further issues. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Section e1 initial reporter phone number is: (B)(6). Beckman coulter internal identifier is: (B)(4).